Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the fill cannula was not recorded in daily history. The customer¿s blood glucose was 201 mg/dl. Customer also reported that the insulin pump had hardware low level failure alarm occurred during self test. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that performed a self test and the test passed. The insulin pump will not be returned for analysis.